Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 12mar2019 to assess the testing instrument in question. The camera report was optimal, and no instrument errors were noted on the day of testing. The immucor laboratory received a blood sample from the customer site ((B)(4)) and tested it on 15mar2019 and also 21mar2019, which yielded some expected positive outcomes. The immucor laboratory also performed a review of a DHR on 14mar2019 which showed that the product had met all specifications (the product had already expired). An immucor field service engineer (fse) visited the customer site on 18mar2019 to assess the testing instrument and found it to be operating as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on 22feb2019.